Event description:
The customer reports the catheter tip sheared off. The tip of the device was surgically removed.

Manufacturer narrative:
Qn#(B)(4). Additional information was received regarding the condition of the patient. The customer reports that the patient is "fine". It was also reported that the "catheter was in the tissue and easily removed". The customer returned one product lidstock and two endurance catheters for evaluation. One endurance catheter was unused and labeled as a representative sample. The actual catheter sample contained signs of use and the distal portion of the catheter was separated. Microscopic examination of the catheter revealed a slit near the distal end. The points of separation appeared smooth and blunt, indicating contact with sharps caused the damage. No defects or anomalies were detected on the representative sample. The length of the separated portion of the catheter body measured to be 0.55" and the portion of catheter body assembled to the hub measured to be 2.09". This indicates that the entire catheter body measured to be 2.64" which is consistent with the nominal value of 2.559" per product drawing. A device history record review was performed with no relevant findings. The instructions for use provided with this kit cautions the user, "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur". The customer report of catheter tip separation was confirmed by complaint investigation of the returned sample. The points of separation were smooth and dull, indicating that contact with a sharp object caused the damage. The returned catheter passed all relevant dimensional inspection and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Additional information received from the user facility indicating that the patient is fine. The catheter was in the tissue and easily removed. It is uncertain, at this time, if the device is available for evaluation.

Event description:
The customer reports the catheter tip sheared off. The tip of the device was surgically removed.